Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device does not alarm. If the device exceeds the set alarm limits, it does not provide an audible alarm with the visual alarm indication. When the customer goes to change the alarm limits, they are greyed out. This is the case for all alarms. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.